Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during implant the left ventricular lead exhibited high thresholds, as the physician tries to position the lead a dissection occurred in the coronary sinus. The dissection sealed automatically, no intervention was needed. No symptoms and unwanted situation to patient, safely patient shifted to ICU for observation. Patient blood pressure, heart rate and oxygen saturation was normal after four hour of post operation observations at ICU. The lead was not used.